Event description:
The customer reported being in the emergency room with high blood glucose of 400mg/dl. The customer experienced nausea and vomiting. The caller stated that cause of the admission was low potassium, and sick stomach. The customer was still in the hospital at time of call and has being treated with insulin shots. The caller mentioned that he wears the device in his pocket along with keys, and the display window is scratched and he can not read. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display window, and cracked battery tube threads.